Manufacturer narrative:
BLOCK H6 IMDRF DEVICE CODE A150101 IS BEING USED TO CAPTURE THE REPORTABLE EVENT OF CINCH FAILURE TO DEPLOY. IMDRF DEVICE CODE A050702 IS BEING USED TO CAPTURE THE REPORTABLE EVENT OF CINCH FAILURE TO CUT. IMDRF IMPACT CODE F2301 IS BEING USED TO CAPTURE THE REPORTABLE EVENT OF ADDITIONAL DEVICE REQUIRED.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT AN OVERSTITCH SUTURE CINCH WAS USED IN THE STOMACH DURING AN ENDOSCOPIC SLEEVE GASTROPLASTY (ESG) PROCEDURE ON (B)(6) 2026. DURING THE PROCEDURE, THE CINCH FAILED TO DEPLOY AND FAILED TO CUT THE SUTURE. AS A RESULT, THE PHYSICIAN USED ENDOSCOPIC SCISSORS TO CUT THE SUTURE AND EXTRACT THE SUTURING CINCH DEVICE FROM THE PATIENT. THE PROCEDURE WAS COMPLETED WITH A NEW OVERSTITCH SUTURING CINCH AND SUTURE. THERE WAS NO PATIENT COMPLICATIONS REPORTED AS A RESULT OF THIS EVENT.

Event description:
It was reported to Boston Scientific Corporation that an OverStitch Suture Cinch was used in the stomach during an Endoscopic Sleeve Gastroplasty (ESG) procedure on (b)(6) 2026. During the procedure, the cinch failed to deploy and failed to cut the suture. As a result, the physician used endoscopic scissors to cut the suture and extract the Suturing Cinch device from the patient. The procedure was completed with a new Overstitch Suturing Cinch and suture. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block H6:IMDRF Device code A150101 is being used to capture the reportable event of Cinch Failure to Deploy. IMDRF Device code A050702 is being used to capture the reportable event of Cinch Failure to Cut.IMDRF Impact code F2301 is being used to capture the reportable event of Additional Device Required.Block H11:Device Evaluation.The Suturing Cinch was not returned for evaluation, and there was no media available for analysis. The reported event could not be confirmed.A Risk Review of the Suturing Cinch was completed and confirmed that the events of Cinch Failure To Deploy, Cinch Failure To Cut and Additional Device Required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Based on all gathered information, there is not enough evidence to determine whether the Cinch Failure To Deploy and Cinch Failure To Cut was due to the physician's technique during the procedure or was related to a device malfunction. For the event Additional Device Required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Additionally, due to lack of evidence and without proper evaluation of the device, this investigation is assigned a most probable conclusion code of Unable to exclude device problem. The conclusion is acceptable because of the analysis of the available information in the complaint did not determine a more specific complaint cause, in addition, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the Product Record Review did not identify a potential product quality issue or new patient harm. All compiled information on this investigation determines that the most probable cause is Unable to exclude device problem.In (b)(6) 2026, Boston Scientific initiated a voluntary product removal associated with specific lots of the OverStitch Suture Cinch (Ref. (b)(4)). The referenced device was in scope of this product removal.